Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Olympus confirmed physical damage to the subject device at the foreign material residue point. The foreign material residue point was confirmed to have deformation. Reprocessing was confirmed to fail to be practiced in accordance with IFU. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A definitive root cause cannot be determined. Subject event 1 the subject event can be detected and prevented by implementing in accordance with the below IFU. It was confirmed that instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the event. Instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Subject event 2 the subject event can be detected and prevented by implementing in accordance with the below IFU. Instructions for gif-q260j operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿ instructions for gif-q260j operation manual chapter 4, ¿operation¿ section 4.2, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects came out of the nozzle, and tip cover and body burnt defective. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.